Manufacturer narrative:
Not applicable for this device with the exception of the lot number and the operator of the device. This is the second of two implant complaints, see manufacturer report for the remaining complaint : 3011649314-2020-00473 ((B)(4)).

Event description:
It was reported that the patient experienced a reaction after wearing the hard-soft splint. The provider notes, "patient experienced sores on upper lip where it contacted material. The patient does not have known allergies." The provider notes that the patient wore comfort hard/soft and developed sores. However, the provider thought it may be a dry mouth concern. The provider advised the patient to moisturize area, but reaction continued. The provider instructed the patient to stop use of the device and to wait for astron night-guard. Reaction went away, but when patient inserted astron night-guard, the reaction returned. The device will be turned.

Manufacturer narrative:
Corrected data: b5: is corrected to reflect the aston as it was repported incorrectly as comfort hard/soft splint. D1/d2 : is corrected to reflect the aston as it was repported incorrectly as comfort hard/soft splint. D4: is corrected to reflect the aston as it was repported incorrectly as comfort hard/soft splint. G5: PMA/510k is corrected to reflect the aston as it was repported incorrectly as comfort hard/soft splint. H4: the manufactured date is corrected to reflect the aston as it was repported incorrectly as comfort hard/soft splint. The device investigation has been completed and the results are as follows: DHR results. No DHR was available for review. The device was fabricated per physician's prescription only. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the returned parts included an upper tray in an original case. See attached pictures. The results were summarized below. Roughness - the edge was smooth and polished. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. General cleanliness - the device was clean. Case was returned in a good condition with label. Root cause: the root cause cannot be explicitly determined. Customer provided very limited information for this complaint. Per premarket notification 510(k) summary for clearsplint (k111828), it contained the following statement in proposed instruction, "caution: an allergy test is recommended prior to placing (appliance) in a dental cavity." However, it was unknown if any dental or medical history was provided by the patient prior to the device was prescribed. In addition, it was unknown how patient was instructed to maintain and clean the device. Per proposed instruction provided from k111828, astron dental corporation suggested "briefly place appliance in warm tap water before inserting in mouth." Per supplement data from k111828, the clearsplint was found to be biocompatible.

Event description:
Corrected: it was reported that the patient experienced a reaction after wearing the astron clear splint. The provider notes, the patient experienced sores on upper lip where if contacted material. The patient does not have known allergies. The provider notes that the patient wore comfort hard/soft and developed sores also. However, the provider thought may be a dry mouth concern. The provider advised the patient to moisturize area, but reaction continued. The patient instructed the patient to stop use of the device.